Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had unresponsive buttons. The customer replaced the battery and the time was not changing. Troubleshooting was performed. No further info was provided.